Manufacturer narrative:
The report of suspected pump thrombus was confirmed based on the submitted photographs. Images from the photograph showed that the inflow graft was cut medially. Deposition was present occluding the inlet tube, inflow graft, and outflow graft. Although the deposition appeared soft and was potentially the result of a low flow condition, the specific characteristics of the deposition could not be determined based on the photographs. Evaluation of the submitted log files confirmed the report of sustained elevated pump power. Throughout the log files, several intermittent low speed and pump stoppage events were recorded. Based on the manufacturer¿s previous complaint experience, the pump parameters and low speed events observed in the log files can indicate potential pump thrombosis. If deposition is present through the pump¿s blood flow path, the deposition can potentially cause increased drag on the spinning rotor, potentially resulting in low speed or pump stoppage events. A full evaluation could not be conducted as the device was not returned and a specific cause for the reported event could not be conclusively determined. The instructions for use lists device thrombosis as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device: 74 days. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented to the emergency room on (B)(6) 2016 with elevated estimated pump flows of 12 lpm and increased pump powers with the highest being 19.5 watts. A data log file submitted to the manufacturer's technical services representatives showed the average power ranged from 8.2 to 19.5 watts with most powers being over 10 watts, and the average estimated flow was 12 lpm. Additionally, consistent low speed, low flow and pump off events were found over approximately a one hour time period on (B)(6) 2016 at 2027. The log file ended with pump disconnected alarms where it was presumed that the system controller was exchanged. The patient was reported to be asymptomatic. A subsequent log file submitted for review on (B)(6) 2016 showed the pump struggling to maintain the set speed. The patient underwent a pump exchange on (B)(6) 2016. The pump, inflow conduit and outflow graft were all exchanged. It was reported that pump thrombus was observed upon examination of the explanted pump. No additional information was provided.